Event description:
It was reported that there was an allegation of a radiation burn on a pt's inner thighs after being scanned on a lightspeed CT scanner. The pt was seen in the ER the next day for redness and blistering approximately 8 hrs after being scanned and the ER physician diagnosis was assessed as a contrast allergy. The hosp hcp stated that other medical factors and concurrent drugs with side effect profiles similar to what pt had exhibited could be a contributing factor for the redness and blistering.

Manufacturer narrative:
Ge healthcare's investigation is complete, the test results for the CT system show no issues that caused or contributed to the alleged burn. The system was determined to be functioning within specifications and there was no system malfunction. The pt dose values delivered to the area of concern were approximately 78 times less than the threshold for deterministic effects of 2gy. Additionally the scan area receiving the highest dose (pt's abdomen) was unaffected. The technical reference manual (trm) for lightspeed series ((B)(4) revision: 5) was reviewed and it provides adequate info and warnings for the user. It specifically states "prolonged exposure to x-ray in one spot may cause reddening or radiation burns. User must be aware of the techniques used and exposure time to insure safe operation." The root cause of the redness and blistering could not be determined. No further actions are planned at this time.